Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event information. Further information was not provided. A patient experiencing ineffective stimulation was reported to abbott. The patient reported having pain outside the area for which the device as implanted. The patient had an older model ipg and expressed interest in burst technology. On (B)(6) 2020, the eon ipg was explanted and replaced with a prodigy ipg. The new ipg was connected to the existing lead. Effective therapy was confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient did not have effective therapy from their scs system. In turn, the patient underwent surgical intervention wherein the scs ipg was explanted and replaced to address the issue. Effective therapy was confirmed post-operatively.